Event description:
Boston scientific received information that the patient with this this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) reported hearing their device beeping. The patient was seen for a device follow up where it was discovered that the device had recorded low, out of range shock impedance measurements. The shocking lead impedance was tested and was normal. Subsequently, the system continued to display low, out of range shock measurements. The patient was seen again where synchronous 41 and 45 joule shocks were delivered to asses the integrity of the system. The resulting measurements were in range. The physician will continue to monitor the patient. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.